Event description:
It was reported that the asymptomatic patient presented in the emergency room where it was discovered that the right ventricular lead had perforated the heart, and the atrial lead was suspected to have dislodged. Both leads had lost capture while the rv lead showed a drop in r waves. The atrial lead was also oversensing. The leads were explanted on (B)(6) 2018 and the patient was stable before, during, and after the surgery.

Manufacturer narrative:
Analysis was normal. No anomalies were found.